Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files revealed low voltages were noted when connected to the power module patient cable. Log files also revealed two low flow events on (B)(6) 2024 and one backup battery fault alarm that self-corrected. The low flows were caused by ventricular tachycardia (vt) and ventricular fibrillation (vfib). The patient's implantable cardioverter-defibrillator (ICD) shocked appropriately. The patient was started on amiodarone for dysrhythmia. The patient was asymptomatic. The patient was discharged home with medication adjustments.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed two low flow events. Although a specific cause could not conclusively be determined through this evaluation, the account communicated that the low flow alarms were due to cardiac arrhythmia. A direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6) and the reported arrhythmia could not be conclusively established through this evaluation. The submitted log file contained events from 10jan2024 through 29jan2024. Two intermittent low flow events were observed on (B)(6) 2024. No other notable events or alarms related to the pump were captured and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on the heartmate ii lvas, serial number (B)(6) and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate ii lvas patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate ii lvas. This section also provides an explanation of pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. Section 6, under ¿pump performance monitoring¿, further explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.